Event description:
A high readings issue was reported with use of the adc device. Customer received a high sensor scan result and experienced dizziness, paleness, tremors, seizure and a loss of consciousness. Customer was provided 3 bananas by a non-healthcare professional. There was no report of death or permanent impairment associated with this event. Customer additionally reported sensor readings of 24 mmol/l compared to 1.9 mmol/l obtained on adc meter on an unspecified date. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.